Event description:
The account alleged the brake caster was ratcheting when the brake was set. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.